Event description:
It was reported that the tip of delivery wire (subject device) was broke off and it was completely removed with the microcatheter as one unit with no clinical consequence to the patient.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. Device evaluated by mfg summary: updated. The device history record (DHR) review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. Analysis of the return device revealed that the delivery wire was kinked and the main coil was detached/broken from the delivery wire and not returned with the device. In the case of this complaint, it was reported that the delivery wire broke during the procedure. No issues were noted during the unpacking or preparation of the device. The event description states "insert the coil into the proglade(terumo microcatheter 0.021 inch lumen). Pulled back about 10 cm in the aneurysm, and when pulled back, it was resistant and disconnected". Per device directions for use (dfu) states ¿target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in], max. Internal diameter 0.48 mm [0.019 in])¿. The incorrect size of the microcatheter was used which would contribute to the reported event. Based on the investigation results and available information an assignable cause of user error will be assigned to the reported event " reported and analyzed damages.

Event description:
It was reported that the tip of delivery wire (subject device) was broke off and it was completely removed with the microcatheter as one unit with no clinical consequence to the patient.